Event description:
A catheter break was confirmed on (B)(6) 2011 and the pump was replaced. The drug delivered was gabalon (baclofen).

Manufacturer narrative:
(B)(4) - analysis results were not available at the time of this report. A f/u report will be sent when analysis is completed.